Event description:
Fracture of a peripheral balloon during inflation. Retrieved fractured catheter piece with snare and stented over possible residual balloon material left behind. Manufacturer response for peripheral balloon, cook medical (per site reporter): product was provided to the sales rep. No follow up at this time.